Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address groin pain and acetabular loosening. Doi: update: (B)(6) 2011 - litigation papers allege patient suffered injuries including, but not limited to, severe and constant pain and suffering, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, and/or pseudotumors.